Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported that, following an intraocular lens (iol) implant procedure, the patient had experienced lot of inflammation for which she was using steroids. The issue is resolving. The problem she most struggles with is distance vision. She describes, "it is like looking through a car windshield with ice on it. Mid and near vision is good, but distance is not good. Additional information could not be obtained as the reporter is unwilling to follow-up.